Event description:
Related manufacturer reference number: 1627487-2022-01005. It was reported the patient experienced ineffective stimulation due to high impedances on the l3 lead. Surgical intervention took place wherein the l3 and l2 leads were explanted and replaced to address the issue. The l2 lead was replaced due to being stuck together with the l3.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.